Manufacturer narrative:
(B)(4). The sample is not available for analysis; therefore, a device analysis could not be performed. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced peritonitis due to a break in aseptic technique described as change of room and the area was not cleaned before starting peritoneal dialysis (pd) therapy with unknown baxter disposables. The patient was hospitalized for the event. The patient was treated with an injection (inj.) Of neomycin 50mg (alternative bag), intraperitoneally (ip) (frequency was not reported) and an inj. Of targocid 400mg (alternative bag), ip (frequency was not reported) for peritonitis. At the time of this report, the patient remained hospitalized. Outcome of peritonitis was unknown. It was not reported if the patient was retrained on proper aseptic technique.